Event description:
It was reported that the artificial urinary sphincter (aus) device was not working. The patient experienced discomfort and pain on his left side. All components were explanted, the patient healed for several months, and then underwent a reimplant procedure. Patient is expected to fully recover.